Manufacturer narrative:
Image review: one video was provided for review. The video shows a guidewire getting fed into a non-sterile delivery catheter system (dcs) from the proximal end where the guidewire gets stuck and bends. With only this video provided, it¿s not possible to determine the root cause or exact location of the obstruction. It would have been helpful to see if the wire also gets stuck when fed into the distal end of the dcs. Updated data: d9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Corrected data: d3 - corrected to "yes" as previous follow up report #002 did not update this field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic's quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The device was received with the capsule fully closed. The capsule appeared intact with no evidence of damage. There was a slight bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The inner member shaft and spindle hub appeared intact with no evidence of damage. Resistance was noted when backloading a 0.035-inch guidewire at 112.5cm proximal to the nosecone tip under the strain relief. The device was disassembled, and damage was noted to the outer shaft at 112.5cm, 108.7cm and 106.7cm proximal to the nosecone tip. The middle member was removed, and a kink was noted at 112.5cm at two scratches were noted at 108.7cm and 106.7cm proximal to the nosecone tip. The reported event for interaction issues with guidewire could be confirmed in the analysis. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter bioprosthetic procedure, the non-medtronic guidewire was unable to lead through the delivery catheter system (dcs), with the point of obstruction occurring where the handle and catheter connect. The dcs was replaced.